Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) displayed tcmid:02 (ce danfoss error) error was confirmed during the functional testing and the event log review. The root cause of the reported complaint was a malfunctioning danfoss module. The customer's complaint that the thermogard xp ivtm system displayed a mid:23 (patient probe offset) error was confirmed based on the event log review but was not during the functional testing. The root cause of the mid:23 error is under investigation but likely is related to the I/o board. The event log review indicated multiple mid:23 and tcmid:02 errors, confirming the reported complaint. The thermogard system failed the power-on self-test during the functional testing due to a tcmid:02 error, confirming the reported complaint. The danfoss module needs to be replaced to address the reported tcmid:02 error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
During shift check, the thermogard xp ivtm system (sn (B)(6) displayed mid:23 (patient probe offset) and tcmid:02 (ce danfoss error) error messages. No patient involvement.